Event description:
Esophageal temp probe placed for core temp monitoring with whole body cooling protocol. Plugged esophageal temp probe into cord connected to blanketerol and the machine did not recognize a temperature and alarmed check probe. Blanketerol temp cord plugged into rectal temp probe and worked. After confirming that the cord from the blanketerol was working tried to use with esophageal temp probe again but it would not read a temperature. Removed esophageal probe and placed a new one. New esophageal probe reading without issue.